Event description:
It was reported that the bd micro-fine ultra¿ pen needle failed to deliver medication during the injection. The following information was provided by the initial reporter: "pharmacy informs us that a customer complained that some needles are not permeable. He needs 3-5 needles until an injection would work."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 30-jun-2022. H6: investigation summary nine sealed 32 g x 4mm pen needle samples were returned from lot no. 1062594, cat. No. 320141. A clog test was carried out as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle failed to deliver medication during the injection. The following information was provided by the initial reporter: "pharmacy informs us that a customer complained that some needles are not permeable. He needs 3-5 needles until an injection would work."